Manufacturer narrative:
Investigation results: product not received at investigation site. Customer discarded, nothing to return. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that protaper ultimate rotary file slider 25mm broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.